Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 16cm distal to the is-1 connector pin. A proximal fragment and a distal lead fragment were returned for analysis. In between an approx. 13cm segment was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple abrasion marks along the lead fragments, in particular in the area of the is-1 connector. However, the insulation of the available lead fragments was still intact. Furthermore multiple extraction damages were noted, such as deformed shock coils. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the returned lead fragments did not show any deviations which might have contributed to the reported oversensing. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 84 months, ventricular oversensing was reported. The lead was explanted and replaced.